Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that his onetouch verio flex meter read inaccurately compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6), 2023, at 8:10 am. The patient reported obtaining a blood glucose reading of ¿201 mg/dl¿ with the subject meter. The patient informed the cca that he manages his diabetes with insulin (basaglar 14 units in the morning; sometimes insulin lispro depending on blood glucose results) and denied taking any action regarding his usual diabetes management regimen as a result of the alleged issue. The patient reported that 30 minutes after the alleged issue began, he developed symptom of ¿sweating¿. The patient claimed he self-treated with orange juice 30 minutes later when he re-tested his blood glucose with the subject meter (result not provided). At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.